Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in atrial fibrillation (af) and the device report was not reporting any af and the patient has known chronic af. The device was seen to mode switch, but no episodes were recorded. The caller was advised that just before the diagnostics are restarted after a session, there is a check for mode switch. This check is incomplete, and a mode switch can be missed. If in chronic af, there will be no diagnostic mode switches logged until after the next session. In the report, the number of mode switches is the count for the mode switch therapy and there is a separate counter for the diagnostic mode switch collection listed as atrial high rate episodes. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.